Event description:
A biomedical technician at a hospital in (B)(6) reported that five infants developed pneumothoraces after using the neopuff infant resuscitator. He further reported that the pneumathoraces were not serious and that the infants recovered with no further consequence. The incidents occurred between (B)(6) and (B)(6) 2013. The biomed requested a check of the neopuff in order to determine if these problems were actually caused by the neopuff.

Manufacturer narrative:
(B)(4). The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Method: the complaint neopuff was not received for evaluation but was retained by the hospital. A trained fisher & paykel healthcare technician visited the hospital and tested the complaint neopuff. Results: the neopuff was tested in accordance with the neopuff technical manual and passed all required functional checks. Our technician reported that the neopuff was "working perfectly". Conclusion: the neopuff was found to be functioning normally. We have no reason to believe that the reported pneumothoraces were caused by use of the neopuff. The hospital continues to use the neopuff and has not reported any further issues.